Event description:
The customer reported that when the ventilator is connected to 220v ac, the fan is not running, and also alarming motor fault, measured the power supply output and there is no 24 volts output, voltage is zero dc. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the power supply corrected the reported issue.